Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot# b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The reporter, the pt's mother, reported the pt had discovered leaking cartridges. The pt did not experience any symptoms of high or low blood glucose levels, and did not seek medical attention. Troubleshooting revealed there were no cracks in the pump's cartridge compartment. There was no adverse event associated with this issue.